Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, a ribbon of hard, fibrous material consistent with hyaluronic acid was found (pt: product distribution issue), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2021-00123 referring to the same patient. This literature report from (B)(6) concerns a (B)(6) year-old female patient. She was treated with hyaluronic acid, into the upper eyelids (off label use of device, intentional device misuse), for upper blepharochalasis. As reported, she was injected with hyaluronic acid several times (three injection, once every 4 months), in the past two years. Hyaluronic acid was injected with more than 1.5 ml, into each eyelid. The patients medical history included dermatochalasis. The patients past medical history was otherwise unremarkable. After the treatment with hyaluronic acid, the patient experienced that the filler caused dermatochalasis, and instead of improving the shape and contour, increased the weight of the superior eyelid, resulting in worsening of her symptoms. As reported, an excessive amount of hyaluronic acid was injected. The patient experienced nonspecific eye symptoms, such as a sense of heaviness and asthenopia, and cosmetic concerns, as it gave the patient a tired and dull look to the face, compared to the situation before the hyaluronic acid injection. After a thorough assessment of the patient, it was decided that further medical treatments were not ideal in the situation. For that reason, it was agreed that a bilateral upper eyelid blepharoplasty was the best choice. Upon preoperative marking and injection of mepivacaine 20 mg/ml with adrenaline, an exeresis of the excess musculocutaneous tissue of the upper eyelids, appropriate hemostasis, opening of the superior oritopalpebral fascia, removal of the excess adipose tissue hernias, and suturing of the skin flaps were performed. During the procedure a ribbon of hard, fibrous material consistent with hyaluronic acid was found. It was carefully removed. Histopathological examination showed the presence of irregular, amorphous, light greyish to bluish material that separated from dispersed collagen bundles with sparse inflammatory cell infiltration in the lower dermis and subcutaneous areolar tissue. The amorphous material stained blue with alcian blue, ph 2.5. These findings were considered to be consistent with hyaluronic acid. The patient had a good recovery, and sutures were removed one week postoperatively. Superficial ecchymosis resolved in 10 days. No postoperative complications including superficial hematoma, wound dehiscence, scar abnormalities or upper eyelid overcorrection were observed. The aesthetic result obtained included a sharp and precise supratarsal crease with pretarsal show; an appropriate lid position, with the upper lid extending down 2 mm below the upper limbus and the lower eyelid resting at the inferior limbus; and a smooth lid-cheek junction. The eyelid surgery resulted in improvement of both the facial aesthetics and eye symptoms. The patient reported resolution of functional eye symptoms owing to the reduction of upper lid heaviness, which also resulted in subjective improvement of visual acuity. The outcome of the events was reported as resolved. In the opinion of the authors, excess upper eyelid skin (dermatochalasis) was one of the manifestations of periorbital aging that, apart from creating an undesirable appearance, also impaired the function of the eye (e.g., lateral hooding with superolateral visual field obstruction). The incorrect use of hyaluronic acid filler for the treatment of upper blepharochalasis, resulted in a worsening of the original clinical presentation. Blepharoplasty not only treated the patients blepharochalasis but also allowed the correction of the previous nonsurgical intervention, by removing the excessive amount of injected hyaluronic acid. Both aesthetic and functional results were successfully achieved.